Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the retainer ring on the insulin pump was damaged and detached form the insulin pump. The type of damage to the retainer ring was a crack. The customer also stated the pump railings were damaged. It was reported that the reservoir locked into place. No harm to the customer requiring medical intervention reported. The insulin pump will not be returned for analysis.